Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported eye pain and received many defective contact lenses which had dirt on all of them and it resulted in scrape against her cornea in right eye. Additional information received from consumer stated that more than 50% of cornea was involved and consumer was advised to stop wearing contacts. The current status of the consumer¿s eye was not known at the time of this report. Additional information has been requested but not yet received.